Event description:
A nurse reported that a pt expired on (B)(6) 2014 for reason not related to the pt's dialysis therapy. There is no allegation against any fresenius product in relation to the reported event. Limited info was provided for this safety report.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.